Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/970 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.

Event description:
The customer has observed high bias on pt samples for the immulite prostate specific antigen (psa) assay when using reagent lot 109 compared to the third generation psa assay. The assay was run on an immulite 2000 instrument. The customer stated that the lower results matched the clinical histories of the pt's. There are no reports of pt intervention or adverse health consequences due to the high bias on pt samples for the psa assay when using reagent lot 109.